Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the severely tortuous and severely calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.